Event description:
Review of complaint information reported a customer obtained readings of 61 and 301mg/dl on their freestyle meter. When plotted on a parkes error grid the results fall in the 'c' zone showing the difference to be clinically significant.